Manufacturer narrative:
One i3 unit model #cm1100 with main unit serial #(B)(6) and i3 accessories were returned. External and internal visual inspections of unit revealed an additional finding -frayed/exposed wire on power supply cable. Additional finding of frayed/exposed wire on power supply cable was confirmed. Needs to be replace.

Event description:
It was found upon investigation that the power supply cord had frayed and exposed wires. The patient electronic system was replaced and there were no adverse consequences to the patient.

Manufacturer narrative:
One i3 unit model and i3 accessories were returned. Visual evaluation: external and internal visual inspections of unit revealed a finding of frayed/exposed wire on power supply cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.